Event description:
The pt was revised due to pseudotumor. More than half a year after the surgery, the pt's condition was stable and the pt underwent rehab without any problems. About a month ago, symptoms of dislocation was noted. Recently, posterior dislocation repeatedly occurred. When manual reduction was done, dislocation occurred without any resistance by medial rotation. During surgery, a large amount of pseudotumor was noted in the joint, around the acetabulum and the stem. It was thought that the pseudotumor might have caused the dislocation easily. By visual observation, something like black abrasion powder was noted in the connection between the removed head and the neck of the removed stem. Other than that, nothing wrong was noted in the removed implants. No anomaly was noted in the sliding surfaces of mom too.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undetermined. This device suffered repeat dislocations. It is not possible to say whether the dislocations were caused by apparent adverse reaction to metal or, if the dislocations adversely affected the implant leading to the adverse reactions to metal. The position of the cup in the x-rays shows little ante/retro-version and a lack of anteversion may explain the dislocations. This complaint is part of a trend under investigation as part of CAPA (B)(4), however, it is unlikely that it will be possible to separate the recurrent dislocations from the wear of the taper. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Addendum added (B)(4) 2012: conclusion and justification status: following further investigation by bioengineering, notification was received that: root cause: undetermined. This device suffered repeat dislocations starting about 7mths after surgery. It is not possible to say whether the dislocations were caused by erosion of muscles tissue leading to the dislocations, or, if the dislocations adversely affected the implant leading to the metal wear debris. The position of the cup in the x-rays shows a discrepancy between the head and the liner that may have contributed to the dislocations. It is likely that a combination of device, surgical technique, surgical procedure and patient related factors caused failure of this device. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.